Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the strut near the mid part of the stent was stretched and deformed when the protector sheath was removed. The device never entered the patient's body and the procedure was completed with a 2.5x38 non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. The stent was returned loaded on a mandrel with a stent protector. The stent was damaged particularly in the centre. The stent had moved distally on the balloon. As the stent was damaged the crimped stent profile could not be measured however, a copy of the manufacturing data for this unit was examined. The manufacturing data states the maximum stent profile is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp stent markings visible on the exposed balloon wall indicating overall crimp contact between the balloon and crimped stent at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found a midshaft kink approximately 90mm proximal of the exchange port. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. A stent protector was returned with the device, the inner diameter was measured and the result was within specification. Based on the crimped stent profile and the inner diameter of the stent protector returned, there are no issues to note with the interaction of the two components provided the stent protector was removed correctly. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, it was noted that the strut near the mid part of the stent was stretched and deformed when the protector sheath was removed. The device never entered the patient's body and the procedure was completed with a 2.5x38 non-bsc stent. No patient complications were reported.